Event description:
It was reported that "doctor had a hard time pulling out headed pin (holds tibial baseplate to proximal tibia) and used the end of the slaphammer that extracts headed pins out. Headed pin was not fully engaged in extraction devise and when the pin was extracted, it fell into tibial canal. Doctor repeatedly inserted suction and other instruments into canal, which pushed pin further down canal. Doctor decided to leave pin in patient and not extract it. Doctor implanted total knee implants and closed the patient's incision."